Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported no image issue was confirmed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
It was reported, the bronchofibervideoscope had no image. The issue occurred during an unknown event and there were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, damage to the charged coupled device (ccd) lead to the phenomenon. A root cause of the problem could not be determined. Olympus will continue to monitor field performance for this device.